Event description:
It was reported that the patient was having pain, discomfort, swelling, and irritation at the battery site. The ipg was overheating and migrated as well. The patient was sent to the emergency department.

Manufacturer narrative:
Block b3: exact date unknown, event occurred a month ago from the date the manufacturer was made aware.